Event description:
Caller reported that insulin gauge displayed an amount different than expected. Caller confirmed there was no adverse impact to blood glucose levels, as they remained within the normal range. Customer technical support assisted the caller in reloading the cartridge, resolving the discrepancy in displayed amounts.